Event description:
It was reported that a patient presented for a regular generator change. Device interrogation revealed p-wave amplitude variation on the atrial lead. During the procedure, the atrial lead insulation was found damaged. On (B)(6) 2023, the physician elected to cap the atrial lead. The patient condition was stable.